Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had insulin pump error. The customer¿s blood glucose was 300 mg/dl at the time of incident. Customer stated the insulin pump was not exposed to a high magnetic field. Customer reported that they was able to clear the alarm and able to complete rewind the insulin pump. Customer assisted with performing displacement test and test was passed. Customer received the very same error just right after doing the displacement test. Customer did the self-test, the self test was completed without error but after 2 minutes customer got the error again. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 37, 38, or 130 alarms, insulin flow blocked alarms, or displacement anomalies noted.